Event description:
It was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
Address - line 1: (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome cannot be conclusively established through this evaluation. Privacy laws reportedly prohibit the customer from providing information regarding the case. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use rev. G, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.